Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended according to the lead technical manual. This distortion likely did not affect device performance; blood/body fluid observed in/on the helix mechanism; lead damaged at implant; full lead analyzed.

Event description:
It was reported that at implant, the lead was handled at the hvb coil and the coils separated. The lead was not used. No patient complications were reported as a result of this event.